Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 3000 mcg, at a dose of 2896 mcg, via an implantable infusion pump. The indication for use was not noted and the patient medical history was noted as none. The date of implant, drug lot number,and concomitant drug list were noted as unable to obtain. The patient was fine and experienced no symptoms. The hcp has observed and has been tracking the refill procedure over time. They have monitored the calculation drug and the withdrawn drug, at the refill dates; 4 dates have been observed with the pump. According to the documentation provided, on (B)(6) 2015, the pulled out residual volume was 7.2 ml and the calculation was 2.6 ml. On (B)(6) 2015 the pulled out volume was 10.1 ml and the calculation was 6.3. On (B)(6) 2015 the pulled out volume was 12 ml and the calculation was 6.7 ml. Finally on (B)(6) 2016 the pulled out volume was 10.5 and the calculation was 6.3. Regarding actions taken, it was noted that nothing has been resolved and the patient still has the pump implanted. The patient status at the time of the report was "alive - no injury". Additional information was requested regarding the drug lot number, troubleshooting, actions interventions, cause, medical history, and diagnosis for use. Should additional information be provided, a follow-up will be submitted.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803

Event description:
Additional information was received: the patient's medical history was noted as tumor resection multiple sclerosis (ms). The diagnosis for use was spasticity ms. The pump was implanted on (B)(6) 2011. The cause of the issue was not determined. No actions/interventions were taken to resolve the volume discrepancies. No troubleshooting was performed to resolve the volume discrepancies because the therapy was working. No catheter access port (cap) test or dye study was performed.

Manufacturer narrative:
Device code: no longer applies.